Manufacturer narrative:
The following devices were also listed in this report: unknown gmrs 15x127 stem; cat# unk_lim; lot# unknown unknown gmrs 30mm extension; cat# unk_lim; lot# unknown unknown mrh size 2 small tibia; cat# unk_lim; lot# unknown unknwon mrh 80mm stem; cat# ; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: as per pss implant request: osteoporosis, recurrent loosening right distal femoral replacement with total hip replacement above. Intramedullary cemented coupler to fit within canal and over well-fixed indwelling hip stem. Coupler to mate distally with standard gmrs segmental extension component. Coupler to have 14mm ID, 2mm wall thickness, 50mm overlap with hip stem, 5mm gap space between hip stem tip and bottom of coupler cavity. Current indwelling components: exeter, 50mm offset, #1, 125mm length (to be retained) lima 15mm femoral cone (to be revised) gmrs, 15mm x 127mm stem, 30mm segmental extension, 65mm distal femur (to be revised) mrh, size small 2 tibia, 80mm stem (diameter not stated in op notes) (to be revised).